Event description:
Inbound. Patient reports no disposable alarm with both cadd legacy pumps, and cadd cassette 100 milliliters with flowstop lot number 4219994, expiration date 10/11/2026, cassette reservoir volume at time of alarm 29 milliliters. Pt mixed new cassette and no longer had alarms. No further details provided.